Manufacturer narrative:
No sample received for investigation. Following a review of the device history record for 05b22-9 all process and test criteria has been verified as complying with the finished product specification. The investigation concluded satisfactory processing of tissue and resultant testing of product. No evidence to suggest any reason for potential product absorption, tensile or sterility concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso. Routine product bioburden monitoring is performed to hlep safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Wound infections are not uncommon post surgery. The causes are opportunistic bacterial infection around the time of surgery. Local trauma/inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakining of the body's immune system through concomitant medications (e.g. Steroids), systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc.) Further increases the chances of wound infection. There is no evidence to suggest that the wound infection was dervied from the sterile implant.

Event description:
It was reported that patient had an anterior repair in 2006 and one week post-op, she reportedly developed an mrsa infection on her leg into her groin area. Additional information has been requested, but has not been received.